Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on the display window, and bleeding lcd glass noted. No crack around display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had cracks around the display window. The display had many scratches and worn. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.